Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient lost effective coverage due to the s1 drg lead had migrated. The issue was confirmed via x-rays. The patient underwent surgical intervention on (B)(6) 2024 where the lead was replaced with a new one restoring therapy.